Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during dwell five on the home choice (hc). The home patient (hp) was connected at the time of the event. The home patient (hp) stated the bags were connected and they did not disconnect. The technical service representative (tsr) had the hp close the clamps and cycled power. The hp would complete therapy via manual supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.